Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, when the needle plunger was removed there was no suture present as a cuff miss had occurred. After deployment, the foot of the proglide device could not be retracted and the device could not be removed from the patient anatomy. The patient was transferred to the operating room and a surgical cut down procedure was performed to remove the proglide device. The level of anesthesia was changed to general to perform the cut down surgery. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure or therapy and the patient required two additional days of hospitalization. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported needle to cuff miss/suture retrieval issue appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the foot retraction issue or difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.